Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 24 and 36 hours. Upon removal the pod's cannula was found to be dislodged from the infusion site, removed the pod's cannula was found bent. No treatment was provided.

Manufacturer narrative:
The device was received fully deployed. No damages or defects were observed that would contribute to a dislodging of the soft cannula. The cause of the cannula dislodging could not be determined. The soft cannula was not observed to be bent, kinked or otherwise damaged. The top housing was observed to be cracked. The timing and cause of this damage could not be determined. It could not be determined if this damage contributed to the reported event.